Event description:
It was reported that the epidural catheter was being used on a labor & delivery patient. The physician placed the catheter without incident and it was used successfully. He attempted a number of times to remove the catheter, but had difficulty. At which time, another physician assisted with the removal. The catheter broke as the physician was able to get the catheter to remove. The patient was then sent to x-ray where it showed a knot and a portion of the catheter was visible in the epidural space. The physician concluded that there was no further medical intervention needed to remove the catheter. It does not represent any further risk to the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.